Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, low, out-of-range defibrillation impedance and increased threshold were noted on the right ventricular (rv) lead. The rv lead was successfully capped and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
The exact implant date is unknown, however it was indicated the right ventricular (rv) lead was implanted in (B)(6) 2014.